Manufacturer narrative:
The reported event has been determined to be post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseintegration and bone loss. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use. No significant findings.

Event description:
Infection and trauma/accident was reported at the time of implant failure. Primary stability and osseointegration was not achieved. At the time of implant failure there was asymptomatic. Augmentation procedure was performed at the time of surgery. Bone quality at the time of implant failure was type IV.